Manufacturer narrative:
A patient's ipg was inoperable due to reaching end of life was reported to abbott. As a result, the patient's ipg explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient underwent an ipg replacement on (B)(6) 2023 due to an end of life ipg. No complications and therapy was restored.